Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery will need to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported that the device had a "service required" alarm and the internal battery was replaced to address the issue. The manufacturer found an issue with the device's power management board. The power management board was replaced to address the issue.